Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is complete.

Event description:
The customer indicated that one of their acuity central monitoring system was down for unk reason. The customer thinks that the hard drive of the cpu is having problems. Welch allyn technical support assisted the customer by remotely troubleshooting the acuity system without success. This resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. Note : the customer did not provide any pt info.